Manufacturer narrative:
Following the submission of the initial report (MDR), it was discovered that a duplicate initial (a second MDR) was filed for the same case, instead of another related case from the same facility. Initial mdrs; 3003288808-2021-00096 and 3003288808-2021-00098, both reflect the same reported case - referencing interface number two. Upon observation of this error (as noted above), a separate initial report (3003288808-2021-00222) was filed to accurately reference the reported case of interface number one. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported lot number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported ten patient interfaces (pi) lost suction. Additional information has been requested. There are multiple related reports for this facility this report addresses patient interface #2 and other manufacturer reports will be filed.